Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through patient outcome the patient expired following cardiogenic shock, vasoplegia on severe aortic insufficiency and sepsis with multi-organ failure. It was reported that the patient's expiration was not device related. There were no reported device issues or malfunctions. An autopsy was not performed and the device was not explanted or returned for evaluation. No additional information was available.

Manufacturer narrative:
Section d3: additional information manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the patient¿s expiration cannot be conclusively determined through this investigation. A specific cause for the reported sepsis cannot be conclusively determined through this investigation. A direct correlation between heartmate ii lvas and the reported multisystem organ failure cannot be conclusively determined through this investigation. The account communicated that the heartmate ii lvas will not be returned for evaluation as it was not explanted, and no autopsy was performed. The heartmate ii lvas IFU lists sepsis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU, as well as the heartmate ii lvas patient handbook, provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.